Event description:
Silicone gel breast implant - patient reported right side device appeared higher and felt different than left side device. Physical examination by physician indicated baker iii capsular contracture. Device removed and replaced with identical device.